Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the tim20 did not work during the procedure. The clips did not fire out. Another device was used to complete the case. There was no consequence to the pt.